Event description:
Complainant alleged that the medics were monitoring a pt who was in cardiac arrest, but the medics were unable to obtain the pt's ECG rhythm while using stat pads multi-function electrodes. The medics then applied a fresh set of pads to the pt, but they were still unable to obtain the pt's ECG rhythm. The medics then switched to the ECG cable and ECG electrodes, and obtained the pt's heart rhythm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The stat pad multi-function electrodes were inadvertently discarded subsequent to the event. In addition, the lot number of the used pads was unk, as the packaging containing the lot number was also discarded.